Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a damaged screw was confirmed, as the returned system controller (serial number (B)(6) was observed to have a broken backup battery cover screw upon arrival. The head of the screw was observed to have been severed, leaving the body of the screw stuck in the threading. The controller was functionally tested and operated as intended despite the damaged screw. A manufacturing analysis task was created under a separate event to investigate the root cause of the controller¿s backup battery cover screw becoming broken out-of-box. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault on (B)(6) 2025 and the ebb was replaced. It was noted while patient was in clinic, that there was corrosion on the wires between the system controller and the ebb. Log files were submitted for review and captured low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index was elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. While prepping for a system controller exchange, the screw on the back of the new system controller broke in half and the patient was given a new system controller.